Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an unspecified out of range impedance measurement on the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d). Upon review of the data stored in the device, it was noted that there had been a previous low out of range impedance measurement four months earlier and another low but within range impedance measurement two months earlier. Oversensing of noise on the ra channel was also observed. The oversensing led to inappropriately stored atrial tachy response (atr) events. Boston scientific technical services (ts) was consulted and suggested further evaluation. The patient stated that he was going to consult another physician, however he did not provide a name for the field representative to follow up with. At this time the ra lead and crt-d remain in service and no adverse patient effects were reported.